Manufacturer narrative:
Unit received with cracked and bleeding lcd due to physical damage to lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, and displacement test or verify low battery alarm due to cracked and bleeding lcd glass. No cracked case at display window corner noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damage. The customer¿s blood glucose level was unknown. The customer reported that there was a cracks around display window. The customer also reported diminishing battery life. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The insulin pump will be returned for analysis.